Event description:
A malfunction alarm was reported, indicated by malfunction code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the level. The call was disconnected before technical support could assist the patient with resetting the pump, and there is no additional information regarding the outcome of the event.